Event description:
Boston scientific received information that this patient was undergoing an upgrade procedure and it was reported that when this right ventricular (rv) lead was placed into the cardiac resynchronization therapy defibrillator (crt-d) there were shocking lead impedances of greater than 125 ohms noted. The physician then placed the rv lead back in the old implantable cardioverter defibrillator (ICD) and impedances were also greater than 125 ohms. The physician believed there was an issue with the integrity of the lead. The lead was surgically abandoned and a new rv lead was placed. Upon connection of the new lead to the new crt-d, impedance measurements were within normal limits. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.